Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump got a blank display. The blood glucose level was 97 mg/dl. Customer stated that display did not return after the insulin pump restart. Customer stated that the screen was crack. The product will return for the analysis.

Manufacturer narrative:
The device was received with blank display due to moisture damaged lcd board. Unable to perform operating current test, unexpected restart error test and displacement test due to blank display. The device had cracked lcd window, cracked case at display